Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was not reported. The same day as event onset, the patient was hospitalized and was treated with unspecified antibiotic for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.